Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The pump had a counterfeit top case and a broken right plunger case. The reported motor rate error (mre) was found in the event history log (ehl). The mre was also reproduced during an occlusion test. The mre was produced because the motor rate components were worn from normal use. No other fault was found with the pump. The worn components were replaced to address the reported product fault.

Event description:
It was reported that the medfusion pump had a motor rate error (mre). No patient injury or complications were reported in relation to this event.